Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the unit failed inspection due to loose scope socket. The video connector socket did not secure any paddles and all of the paddles were loose and disconnects when it slightly moves. As a result, noise or loss of image occurs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera elite video system center camera connection location is loose. During a standard service inspection of the customer returned device, loose scope socket was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been nearly 8 years, since the subject device was manufactured. Based on the results of the investigation, specific root cause of the loose scope socket could not be determined at this time. The following information is stated, in the instructions for use which may have prevented the event: "never apply excessive force to connectors. This could damage the connectors". Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that the visera elite video system center camera connection location is loose. During a standard service inspection of the customer returned device, loose scope socket was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the unit failed inspection due to loose scope socket. The video connector socket did not secure any paddles and all of the paddles were loose and disconnects when it slightly moves. As a result, noise or loss of image occurs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.